Manufacturer narrative:
B5: sepsis was reported inadvertently. The patient developed a systemic infection that was not identified as progressing to sepsis. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including the applicable sterilization and packaging documentation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket) and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook (rev. G) is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's pre-existing renal failure was exacerbated due to the systemic infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed sepsis. A blood culture taken was positive for enterococcus faecalis. The origin of the sepsis was unknown; a computerized tomography (CT) scan performed was inconclusive. The patient developed renal failure due to the sepsis. The patient was given a long-term course of antibiotics; a subsequent blood culture was negative. The device was operating as expected but there was concern that the device was the source of the sepsis.